Manufacturer narrative:
(B)(4): batch # n53d5a. The analysis found that one psee60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape and no malformed staples were noted during functional testing. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 04/08/2016. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: the last 5mm of the staple line that was not complete. Did the device fully cut and partially staple? The device did not fully cut; cut line was short of the unformed staples. Or, did the device partially fire (started to deploy staples and cut but could not be completed)? Cut was not fully completed. What was the appearance of the deployed staples? Completely unformed; goal posts.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, during the second to last firing of procedure with a gold reload, the device was activated for the first pulse (the doctor uses a pulsing firing method), and the device fired almost completely without the finger on the trigger. The last 5 mm of the staple line were not complete. The reverse knife switch had to be activated to unlock the device of the tissue. Procedure was completed by taking out the last 5 mm of the previous staple line with the subsequent staple line. There were no patient consequences reported.